Manufacturer narrative:
Integra has completed their internal investigation on september 8, 2017 results: the instrument was not returned; therefore, a failure analysis could not be conducted. DHR review; the lot number for the humeral stem handle was not known at the time of the complaint initiation, therefore the manufacturing records could not be identified and a DHR review could not be conducted. Complaints history; a review of complaint records during the last 5 years found 8 humeral stem trial handle complaints reported for breakage. During that period of time, there have been approximately 3407 tss surgeries reported. This represents a complaint rate of 0.23% (8/3407) as some of the reported events were associated with a serious severity level, this indicates an adverse trend. Conclusion: at this time, the root causes for this incident could not be determined with the available information. Based upon previous incidents, the cause of the device breakage may have resulted from the user¿s technique, such as mallet selection used for impaction or material/heat treatment combination resulting in a failure after repeated impacts. Patient physiology, such as dense or hard bone may also have contributed to the breakage in the device. Breakage may have occurred due to over use of the device.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Report 2 of 2. Other mfg report number: 1651501-2017-00030. It was reported that during the preparation of the humeral canal for a reverse shoulder arthroplasty, the humeral stem trial broke off the stem trial handle. The trial stem was not fully impacted at the point of failure, and the threads were broken above the osteotomy line. The doctor was able to retrieve the stem trial with the use of a vice grip instrument. No patient injury reported and the event lead to 40 minutes surgical delay.